Event description:
Information was received indicating that during use of a cassette during infusion of veletri, both of the patient's pumps exhibited "no disposable, pump won't run" alarms. It was reported that when a new cassette was placed, the alarm resolved. It is unknown if there were any adverse effects. Per reporter no further details were provided.